Event description:
Patient was revised to address tibial subsidence, osteolysis, and poly wear of the tibial insert. Tibial loosening was also reported; however, the loosening occurred at the cement/bone interface, with the manufacturer of the cement used at the time of original implantation being unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.